Event description:
The legal complaint states that the individual became allergic to latex at the result of exposure to and the wearing of latex medical gloves used in the performance of her job duties.